Manufacturer narrative:
Concomitant medical products: product ID: ddbb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had an insulation breach. The lead was deactivated and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had an insulation breach. The pacing portion of the lead was functioning appropriately. The high voltage therapies and alerts were deactivated and the lead remains in use. No patient complications have been reported as a result of this event.